Event description:
The rptr was treating a pt and reportedly observed the device display a leads off message. The pt was not resuscitated. The rptr stated that the reported malfunction did not cause or contribute to the pt's outcome. The statement was based on the rptrs assessment of the pt's lack of viability.